Event description:
It was reported that, "osteolysis present. Doctor removed components except for patella. Proceeded to triathlon ts, rev knee system and ts poly. No other info available per hospital protocol."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.